Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 80-90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently not taking medication to manage diabetes. The customer provided that they not had any recent changes to diet, medication, or exercise. During the call on (B)(6) 2016, a back to back blood test was unable to performed, customer have no more test strips available. The meter memory was reviewed for previous test result history (customer can't see the date and time): (B)(6). Adverse event not reported.